Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels up to 260 (mg/dl) for two weeks during the (B)(6) of 2015. Customer would administer correction boluses with the pump to treat bg levels. Reportedly, customer believed that the insulin being used had overheated and lost efficacy. Customer changed vials of insulin and reported that the bg issues resolved.